Manufacturer narrative:
At this time, the product has not yet been returned as it has been disposed of. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high readings issue with the adc freestyle libre 2 sensor. The customer reported high readings of 'hi' (> 500 mg/dl) and 409 mg/dl with the sensor, and self-treated with unspecified dose of insulin. The customer subsequently lost consciousness, and was treated by his wife with glucose. The paramedics were called, and a meter reading of 28 mg/dl was obtained, but the customer did not know what additional treatment was administered by the paramedics. There was no report of death or permanent injury associated with this event.